Manufacturer narrative:
The actual complaint product was not returned for evaluation; additionally, no photographic/videographic evidence was provided by the reporter. In the absence of a photo or video, the complaint could not confirmed. Without a sample to perform functional evaluation, a root cause could not be determined. A review of the device history record is not possible as the reporter is unable to confirm the lot number in use at the time of the event. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided all information reasonably known as of 29 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, it disconnected easily when bent/ the connector also failed to attach securely. No information provided concerning the effect to the patient. There was no report of a delay in therapy, harm or injury as a result of this reported event.